Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a total knee replacement procedure, the blade broke at the shaft. It was also reported that a metal piece of the blade remained in the patient, which was discovered during a post-operative scan. As a result, a second surgery needed to be performed to remove the piece of blade. It was further reported that the revision procedure was completed successfully.